Event description:
It was reported that the device wont hold charge and need a new interconnect board. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Right plunger case was found cracked. Battery communication timeout and the secondary alarm "battery not working was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be the customer. Fluid enter through battery compartment (electrical short caused by fluid ingression). Actions were taken to mitigate the reported issue: replaced interconnect board, radio board and the battery pack.